Event description:
It was reported during the da vinci assisted low anterior resection surgical procedure, monopolar curved scissors instrument had no power, and button was not able to release. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there was no arcing and no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was found to have a broken conductor wire at proximal end, near the roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.